Event description:
.

Event description:
It was reported the patient checked their implantable neurostimulator (ins) with their patient programmer and saw an error message. It was noted the patient saw a ¿call your doctor¿ icon and out of regulation (oor) condition. It was noted the patient saw this message on the day of this report and this was the first time the patient saw the message. The reporter stated they had not checked their ins in a couple of months. It was noted the patient had an appointment with their healthcare professional this afternoon. Additional information received reported an elective replacement indicator (eri) message was shown. It was noted the implantable neurostimulator (ins) depletion was normal, but the manufacturing representative expressed dissatisfaction with longevity. It was further noted the patient had ¿rather high settings¿ and multiple programs. The reporter stated the ins was replaced and issue was resolved. The reporter further stated the patient¿s healthcare professional (hcp) alleged that the ins drained too fast. Additional information received reported the patient was still having concerns regarding their device or therapy, but were working with their hcp or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013. Additional information received reported the ins depletion was normal. The reporter stated the hcp though the ins should have lasted longer. It was noted that there was no patient injury and the patient recovered without sequela. Additional information received reported the cause of the event was monopolar cautery surgery. It was unknown what device caused the issue. A replacement was done.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60 lot# serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v853900, implanted: (B)(6) 2012, product type: lead. Analysis of the implantable neurostimulator found no significant anomaly. Battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v853900, implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.